Event description:
Customer reported via phone call that the insulin pump was alarming. The blood glucose reading is unknown.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. The insulin pump was received with severely scratched display window, cracked case at the display window corners and cracked reservoir tube lip.